Manufacturer narrative:
Device is used for treatment, not diagnosis. Evaluation completed by rms foundation, (B)(4). Findings are as follows: the child hip plate is made of stainless steel. The examination of the raw material inspection sheet and the manufacturing documents showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the implant is in compliance with the international standards iso 5832-1 and (B)(4)for implants made of stainless steel. The dimensions of the plate (as far as measurable) were checked using a digital sliding caliper and found to be in compliance with the technical drawing and ao/asif specifications. Macroscopic examination: corrosion marks/fretting corrosion were observed in the plate holes and on the screw heads. Fretting corrosion results from micro movements between the screw head and the plate. The micro movements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. The plate is mechanically damaged in the area below the blade on the lower side of the plate and on the anterior side. Sem examination: when examining the proximal fracture surfaces of the plate using scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing light destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. Sem observations and findings showed that the plate failure was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low dynamic bending loads (one sided). Constantly alternating loads (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The plate could not resist the applied force which finally led to the material overload/fatigue failure. Postoperative activities of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: pain, and plate fracture was detected in a female patient, (B)(6). Not adipose. Valgistan osteotomy with blade plate on (B)(6) 2013, support from 15-05 with two stools. The 100 degree blade plate was bent by bending irons to the knee of the plate. The plate was not bent at the level of the screw holes. No signs of lysis around the blade on xray. There was no trauma or fall, but sudden severe pain. Plate fracture occurred on the (B)(6) 2013. Revision was on (B)(6) 2013. Also involved were three unknown screws, one is located in the breakage area. The plate and three intact screws 1x 214.838 lot. 8216912, 2x 214.830 lot. 7906437 were received. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.